Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap was unable to secure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/19/2015 with the following findings:the battery compartment and returned battery cap were observed to be free of damage. The returned battery cap was able to secure to the suspect pump case and a test pump case per the instructions for use (IFU). The battery cap contact measurements were found to be within the specifications. The reported issue was not duplicated. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.